Manufacturer narrative:
Incorrect placement of device.

Event description:
Per the clinic, the patient was explanted due to incorrect placement of the electrode, the electrode was placed in the middle ear. The patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.